Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure, and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was in his yard and experienced a seizure, loss of consciousness, fell, hit his head, and bit his tongue. After being awakened by other people, the patient checked his blood glucose using a fingerstick, which showed a reading in the 40 mg/dl range. At that time, the cgm reading was 140 mg/dl. 911 was called after the patient regained consciousness, and he was transported to the hospital by ambulance. The patient was treated with intravenous glucose. No further information regarding treatment or medication was reported and it was unknown how much time the patient spent at the hospital. At the time of the report the patient´s current condition was unknown. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid which has a difference in readings of 100 points. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.